Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcb) and the graphical user interface (gui) to breath delivery (bd) cable. The cse upgraded the software to the current revision and performed the extended self-test (test), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. Covidien reference: (B)(4).

Event description:
A report was received from the USA stating the display went blank. The device was not in use at the time the event occurred. Though requested, no additional information has been received.